Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to dislocation of the femoral component off of the back of the insert. The insert was revised. Rep reported that he can provide usage, and confirmed that no further information will be released by the hospital or surgeon.